Manufacturer narrative:
There was no patient involvement. Model number and serial number are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The hospital canceled the service request. Further details have been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that both patient pumps of a heater-cooler system 3t were not working during priming. There was no patient involvement.